Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 v power supply. System operates as intended.

Event description:
The customer reported, the system will not produce images. No pt injury was reported.